Manufacturer narrative:
One device was returned for analysis. There were no services reported previously. Log events were reviewed and there were no errors related to the complaint. Visual/functional testing was performed. The downstream occlusion (dso) seal was degraded. The dso seal was replaced. Delivery accuracy test found that the parameters were out of the allowable range, so several parts of the mechanism were replaced including the dso sensor, upstream occlusion (uso) sensor, and dual valves. All tests passed within specifications. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that downstream occlusion (dso) seal is bubbled, and interior battery door latch is cracked. Device does not turn on with batteries inside. Only turns on using ac adaptor cord. There was no patient involvement or patient harm reported.